Manufacturer narrative:
Remove code g02014.

Event description:
A cracked and shattered touchscreen on a customer's pump was reported, rendering the touchscreen illegible and preventing interaction with the device. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, confirming the customer's shipping address and providing necessary instructions, ensuring that insulin delivery would not be interrupted.